Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
The patient had reported on (B)(6) 2004 that her surestep meter kept giving her the error 1 message. The test was performed with a blood sample and the test strip was firmly and completely inserted into the meter. The blood sample was applied to the pink area of the test strip and therefore, the patient's testing technique was correct. The confirmation dot was also completely blue with no white showing. The test strip was not inserted more than two minutes after applying the blood. During troubleshooting, the patient was asked to clean the meter and then retest. The issue still persisted and the error 1 message had appeared again. She was then asked to open a new vial of test strip and she received a reading then. A control solution test also passed with the new test strips. She had not received any medical attention or treatment. There is no further clinical information provided. This case is reported as a product malfunction since the issue was not resolved with troubleshooting.